Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the touch screen of cardiosave iabp (intra-aortic balloon pump) was not responding. Damage occured during the return shipment from a demo event in florida. There was no patient involvement.

Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.